Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. There was no impact to the customer's blood glucose level. Reportedly, the pump data was missing after each reset. The customer reloaded the existing cartridge and resumed insulin delivery. Reportedly, the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged reset malfunction was verified; however, a malfunction related to missing data could not be verified.